Event description:
The facility's biomed tech reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed tech stated that there have been no reports of any pt incident involving this pump since the last service event.